Event description:
Insufficient weight removal. There was no pt injury or medical intervention. The machine reportedly failed autotest prior to the treatment. The machine was turned off and back on and autotest rerun, passing. The gambro technical services rep replaced the ultrafiltration pump thermal fuse.